Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, "an supraumbilical incision was made just above the umbilicus. The hernia sac was dissected free. A medium ventralex st mesh was placed into the defect and secured using sutures." (B)(6) 2017 - patient had chronic drainage and was diagnosed with umbilical fistula thereby underwent open repair with the removal of mesh (device 1) and implant of phasix st mesh (device 2). Per op notes, "the old mesh was in situ was clearly not incorporating into the surrounding tissues. The mesh (device 1) and sutures were excised. A circular piece of phasix st mesh (device 2) was placed beneath the fascia and secured to lateral edges using sutures." (B)(6) 2017 - patient had fistula. (B)(6) 2019 - patient had infection and abscess.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. This emdr represents the phasix st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.